Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert occurred on (B)(6) 2010 for the right ventricular pace lead measurement of 1568 ohms. The weekly log data shows a gradual increase for min and max ventricular pace from 976 to 2608 ohms peak between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that there were rising impedances on the 6944 lead. High impedance was also noted. The lead remains in use and will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during revision of the lead, the lead had triggered an alert due to a high impedance. The lead remains in use. No patient complications were reported as a result of this event.